Manufacturer narrative:
The investigation into this event is ongoing. The device has not yet been returned to the manufacturer; therefore, evaluation is based on currently available information and root cause has not yet been determined. A follow-up report will be provided once additional information becomes available or the investigation is complete.

Event description:
On 01 june 2026, a company representative attended a polyethylene exchange procedure in a patient implanted with a hintermann h3 device. The patient presented with pain, and pre-operative x-ray and CT imaging suggested that the titanium marker associated with the polyethylene insert was located in the posterior soft tissue. Based on this, a fractured insert was suspected and revision surgery was performed. The polyethylene insert was removed and found to be intact upon visual inspection. A new insert was implanted. Post-operative imaging continued to show a metallic artifact in the posterior soft tissue. Examination of the removed insert, including radiographic assessment, identified only one marker within the device.